Manufacturer narrative:
Patient identifier was not provided after multiple attempts (08/06/2015 by phone, 08/12/2015 by phone, 09/01/2015 by phone). The log from the site did not indicate there was any system failure during the patient scan. The system operator is responsible for providing the hearing protection. In this case, hearing protection was provided and placed by the patient. The system acoustic level was tested to meet local regulations. All data reviewed indicates that the system was operating normally and within performance specifications. No further actions are planned at this time.

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported a patient had ringing in the ears (tinnitus) and a sensation of hearing being muffled after the MRI exam. The patient reported that after follow up with an ent physician, the hearing issues have not improved and the ent physician advised to obtain permanent hearing aides for the condition.